Event description:
After implantation was discovered that product was expired. Exp date is 05/2006 and surgery was the following month. No injury reported.

Manufacturer narrative:
Labelling clearly indicates the expiration date of the device.